Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she change the infusion set and filled a new reservoir and was unable to push insulin through the tubing. The blood glucose at the time of the incident was 209 mg/dl. She stated she had already tried two reservoirs with two infusion sets and could not prime. During troubleshooting, the customer changed the infusion set and the reservoir one more time and was able to prime. The product will be returned for analysis.